Event description:
Health professional called and reported an alleged lap-band port leak with replacement surgery. The pt had failed to lose weight, and there was a lack of restriction during fills. The port leak was confirmed by fluoroscopy.

Manufacturer narrative:
Taper ii. Allergan has received the product, however the analysis has not been completed at this time. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."